Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited episodes of pacemaker mediated tachycardia. Review of stored device memory revealed a previous episode that included rv loss of capture that resulted in greater than 2 seconds of pacing inhibition. Appropriate capture was observed in subsequent episodes. Additionally, rv pacing impedance measurements were observed to have decreased from 671 to 624 ohms and pacing impedances on the right atrial lead decreased from 718 to 660 ohms. All other lead diagnostics were noted to be stable and within normal limits. Boston scientific technical services reviewed the episodes and discussed suspected fusion post loc and noted the remnant of a t-wave. Ts discussed that pmt appeared to be caused by an early atrial event. No adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.